Manufacturer narrative:
Site reported, 10 diopter lens was implanted into the left eye. And the patient was +4.00 postoperatively. And remained hyperopic following light treatments. The lens was explanted, and a 15 diopter lal was implanted on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. The lens was returned for evaluation. Visual inspection confirmed, that only half of the lens was returned for evaluation. No issues relating to the reported issue were noted.

Event description:
Site reported, 10 diopter lens was implanted into the left eye. And the patient was +4.00 postoperatively. And remained hyperopic following light treatments. The lens was explanted. And a 15 diopter lal was implanted on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Manufacturer narrative:
Device history record for the lens was reviewed. No issues were noted. The lens has been returned and is currently being evaluated.

Event description:
Site reported 10 diopter lens was implanted into the left eye and the patient was +4.00 postoperatively and remained hyperopic following light treatments. The lens was explanted and a 15 diopter lal was implanted on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.